Event description:
Boston scientific crm received information that this device was explanted for unknown reasons. No allegations were received against this device. This event was created due to the initial testing performed by our post market quality assurance laboratory. Initial testing noted a possible performance issue. This device is part of the insignia microcrystal population described in the physician communication on (B)(6) 2005.

Manufacturer narrative:
This device was explanted and returned. Pending the completion of lab analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Analysis of the device memory indicated 1 reset. The last reset reason was an access error reset. The cause of the access error reset was not determined.

Event description:
--